Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, bilateral broken tray revision done on (B)(6) 2025. Related mpo products: product ID: efsrp2pr evolution®mp fem cs/cr poroussize 2 primary right/ lot no.: 1721766/ qty: (B)(4).